Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient presented to an outside hospital with chest pain and angina. The patient was found to have non-st-elevation myocardial infarction and ejection fraction less than 15%. Left heart catheterization found mitral valve disease with left ventricular end-diastolic pressure of 34. The patient was transferred to another hospital for advanced care. Heart failure consult and the decision was made to place an impella 5.5 as a bridge to a possible transplant. While on support, intermittent suction was reported, but pressures were stable. It was also reported that the patient had 10 minutes of ventricular tachycardia. The patient was reported to have bloody stools which resulted in blood transfusion and heparin being paused. The patient was later successfully explanted and survived.

Manufacturer narrative:
H6 medical device problem code: a24 was erroneously entered on the initial manufacturer device report number.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary ==> the pump was not returned for investigation. Data log was not provided and was not found on the remote server. Pump suction: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data log review. Clinical symptoms (ventricular tachycardia): the root cause of the injury was unable to be determined due to insufficient clinical details. Clinical symptoms (major bleed): the cause of the injury was not determined due to insufficient clinical details. Device history lot : device batch: 1919490. Device history review : the pump sn (B)(6) passed all post sterile inspection checks.